Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it wss out of specification in relation to the reported symptom, flow label missing, which was confirmed and reproduced during evaluation. The flow label was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a missing flow label. It was also reported there was no patient involvement.